Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 20, 2020 - january 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed an image of leak inside the bag that contained the sample. The leak was due to detached tubing line at the junction of the white flow restrictor. The reported condition was verified. The cause of the detached tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to patient use. It was further reported that the "end of the device has become detached from the line". The set was filled with 18000mg piperacillin / tazobactam in sodium chloride 0.9%. There was no patient involvement. No additional information is available.